Manufacturer narrative:
Lot # is unknown as not provided by the reporter. Exp. Date unknown as no lot # was provided. UDI # unknown as no lot # was provided. (B)(4). The event is currently under investigation.

Event description:
As alleged by the initial reporter via a voluntary medwatch: "on (B)(6) 2015, I underwent a pbx prostate biopsy at the (B)(6). The next day I experienced severe chills through the night. The next morning I was delirious and taken to the va emergency room. Thereafter, I was diagnosed with life threatening septic shock. I was hospitalized through (B)(6) 2015. I said that I was being discharged prematurely. I was given antibiotics for 10 days. I am informed by two(2) nurse practitioners that at least two (2) other vets similarly, just in (B)(6) 2015 after the cook pbx, went into septic shock. " additional information has been requested to the reporter, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Per communications with the va med center¿s chief of urology, they do not feel the cbx gun is related to the event the patient experienced. Review of complaint history shows no occurrence of this failure mode over the last 3 years. The investigation determined it is unlikely that the cook bx biopsy device contributed to the adverse event. However, based on the information provided and the results of our investigation, a definitive root cause could not be determined. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: information on the proper use, care, sterilization, and maintenance of the device. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment no further action is required. (B)(4).

Event description:
As alleged by the initial reporter via a voluntary medwatch: "on (B)(6) 2015, I underwent a pbx prostate biopsy at the (B)(6) va urology dept. The next day I experienced severe chills through the night. The next morning I was delirious and taken to the va emergency room. Thereafter, I was diagnosed with life threatening septic shock. I was hospitalized through (B)(6) 2015. I said that I was being discharged prematurely. I was given antibiotics for 10 days. I am informed by two(2) nurse practitioners that at least two (2) other vets similarly, just in june 2015 after the cook pbx, went into septic shock. " additional information has been requested to the reporter, however it was not provided at the time of this report.